Event description:
The customer reported a unit that is alarming "ext high peak and circuit occlusion". The unit was not on a patient at the time of the incident.

Manufacturer narrative:
(B)(4). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.